Event description:
During remote monitoring, episodes of noise due to suspected lead damage were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.